Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons not working) was confirmed.  Upon investigation both response buttons had an intermittent connection.  The cause for the failure was a creased trace in the response button cable. The root cause for the creased trace was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.